Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, prime/delivery, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with scratched lcd window and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 414 mg/dl, which was treated with manual injection. During troubleshooting with plunger and manual prime, customer was able to deliver insulin. Customer reported that insulin pump was making a slight clicking noise during priming. Customer was also advised that insulin pump was functioning as designed. Customer reported that something was still wrong with insulin pump and requested for insulin pump to be replaced.